Event description:
Libre 3 plus sensor kept alerting me to very low blood sugar in the middle of the night. I kept taking glucose tablets to raise it. I consumed quite a few as it wasn't raising the amount significantly. Then did a blood poke test and my blood sugar was almost 300. It wasn't low to begin with. This has happened with the last three monitors now. Patient code: 1905. Device code: 1013, 2460. Reference reports mw5181341, mw5181342.